Event description:
It was reported that the customer was hospitalized for high bgs. The customer did not take any bolus and bgs were not treated before the event. The contact indicated that bgs were treated with insulin drip and the customer would go back on the pump. It was informed that the alarm history showed an alarm. Troubleshooting was performed. The programming on the pump was accurate. In addition, a lead screw test was completed and passed.